Event description:
"Dr. D.o. Used clip applier on cystic duct during lap chole. He said he felt like the open end of the staple was not secure and could be moved. He applies the clip trigger until he hears the click. Doctor requested a different applied medical clip applier- he added 1 more clip to cystic duct."

Manufacturer narrative:
The incident device is currently under evaluation. Upon completion of the evaluation, a follow-up report will be submitted.